Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. Symptoms reported include hyperglycemia, nausea, stomach cramps, vomiting and dehydration. Once at the hospital the patient was taken to the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip and anti-nausea medication. The patient was discharged from the hospital after almost 24 hours.